Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the cartridge was damaged at the septum and pigtail, interrupting insulin delivery. Customer loaded a new cartridge to address the issues. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered and supply change was done to address bg.